Manufacturer narrative:
The patient reported on (B)(6) 2018 that she recently had a mammogram and that it returned normal. The patient reported that any discomfort that she was experiencing no longer exists. No medical or surgical intervention was completed. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and developed a weird sensation and discomfort in her right breast that began around (B)(6) 2018. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. There was no product issue, such as deflation reported.